Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined. The patient underwent a heartmate ii to heartmate 3 left ventricular assist system pump exchange on (B)(6) 2022. The patient had been supported with an ungrounded patient cable since (B)(6) 2021 due to a suspected driveline short-to-shield issue ( refer to MFR# 2916596-2021-01162). No additional low speed or pump stop events occurred since the patient was placed on the ungrounded patient cable; however, it was decided that the patient would undergo a pump exchange. The patient is currently recovering from procedure and is doing well. (B)(6) will not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.